Manufacturer narrative:
(B)(6) 2015 10:41 am (gmt-4:00) added by (B)(6) ((B)(4)): maquet service temporarily repaired the device, pending replacement of the broken part with a new one. A maquet field service representative evaluated the device and determines that the incident was due to the doctor's inappropriate use. The spring arms of two lights collided when the doctor moved the light. The hanaulux 2000 series operating manual includes some instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts.

Event description:
The customer informed maquet service that two plastic fragments of the spring arm cover of a surgical light broke and fell down. One of the fragments fell into the clean zone. The incident occurred during surgery, but no patient injury was reported. Factory reference number: (B)(4).